Event description:
Additional information was received that the physician re-reviewed the patient¿s medical records and there was no mention of an increase in seizures. It was reported that it was believed that the increase in seizures were reported to the manufacturer in error.

Event description:
It was initially reported that the patient had an increase in seizures a few days after implant that resolved (B)(6) 2011. The patient did not have their generator turned on at the time of the start of the increase in seizures. Good faith attempts for additional information have been unsuccessful to date.